Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was reproduced while running a loaded set. System error 322 was confirmed through a review of the event history log and found to be caused by a failing upper latch switch. The failed upper auxiliary assembly was replaced to correct the condition. The software was upgraded per the approved remedial activities to address potential non-mechanical issues. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.